Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend when customer's blood glucose was 110 mg/dl and sensor glucose was 40 mg/dl. After troubleshooting, customer will not be returning the sensor for analysis.